Event description:
The dr was peforming a lap nissen fundiplication; about a quarter way through the procedure the instrument arced and pt rec'd an approx 2mm sized burn in the serosa lining of the stomach. Dr then replaced this instrument and completed procedure. Hosp contact stated that the burn did not reach the mucosal level, so medical attention was unnecessary. There was a post-procedure checkup and pt was doing well.